Event description:
In 2008, the lay user/pt contacted lifescan alleging a power issue (powers off during use) with his one touch ultra meter. The medical affairs specialist (mas) spoke with the pt on the following month to obtain/verify the following info: the pt usually tests 6 times per day but he was unable to test consistently since the original month because he was having intermittent power issues with his meter. He stated that the meter intermittently powered off during use and/or it intermittently powered on. He had previously contacted lifescan regarding the power issue (battery indicator) on thirteen days prior to original date, and the customer care advocate (cca) advised him to replace the battery. Within the next day from talking with the cca, he attempted to obtain a new battery from the pharmacy but was unable to find the correct battery. Instead of trying to obtain the correct battery, he continued to reseat the battery and was able to obtain some meter readings for the next 3 weeks until the meter completely died approx on the day prior to original date. During the time period that the meter had the intermittent power issues, the pt was approximating his humalog dosages based on his feelings and his meals. He claimed that during the same period, he went to his scheduled follow-up doctor appointments and had to be treated for hypo or hyperglycemia. One day, he was feeling shaky, got a "60 mg/dl" on the doctors' meter, and was treated with snacks. On another day, he got "over 300 mg/dl" on the doctor's meter and was treated with insulin. The pt was unable to recall what events led to these events, such as his activity levels, meals, medications and meter readings. The pt did not have a replacement battery while he was troubleshooting with the cca: therefore, troubleshooting was not completed over the phone. Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed symptoms during the time period that he had the intermittent power issues with his meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.